Event description:
It was reported during a technical service call that approximately one hr into the treatment a staff member noticed blood under the pt's chair, and the pt was unresponsive. The pt was put in a trendelenburg position, then moved to the floor and CPR was administered until paramedics arrived. The pt had a catheter. It is reported that the venous tubing connection to the catheter was misaligned. During a f/u call with the clinic mgr it was stated that the pt had a catheter placed in right side of chest. The venous line was not secure. The connection was visible during treatment and not covered. (B)(6) stated the pt was bleeding for approximately 30 min before the leak was detected. The pt expired in the facility.

Manufacturer narrative:
Currently, an investigation is pending. A request for medical records has been sent however, to date not received. A supplemental MDR will be submitted at the conclusion of the investigation.